Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, instability, stiffness, swelling, locking and catching of the knee which increased in severity over time.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.